Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during a pph procedure, the device partially cut and partially sutured. The staples appeared to be not perfectly closed. The surgeon thus decided to manually suture by using vicryl 3/0 suture. No pt consequence reported.